Manufacturer narrative:
No report of patient involvement. Date of manufacture was not available at the time of filing. The internal battery was replaced to fix the reported issue.

Event description:
During ge healthcare technician checkout, it was noted that unit was initially experiencing random restarts. The internal battery was leaking acid onto the battery gauge board causing the unit to turn off randomly during use. This is most likely caused from spikes in current from components shorting out inside the gauge board. There was no reported patient involvement.